Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the right atrial (ra) lead was found to have dislodged. The lead had high capture thresholds and showed capture in the right ventricle. In addition, the lead was far field r-wave (ffrw) oversensing and was undersensing the p waves. The lead was repositioned and remains in use. It was noted that during the procedure native tortuosity was observed. No patient complications have been reported as a result of this event.